Manufacturer narrative:
The customer was sent replacement parts. The customer called back on (B)(6) 2018 and alleged that one side was working better than the other. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis and was prescribed an antibiotic. She indicated that the replacement pump was working well after getting an additional set of replacement parts, but she was again having issues with it. As of the date of this report, efforts are on-going to work with the customer to resolve the issue. The device was returned and evaluated on 09/11/2018 with all of the customers parts, except the breast shields, which were not returned. During the evaluation, it was determined that the power board was misaligned and, as a result, the customers pump could not be tested. The customers kit was tested with a lab pump and lab breast shields. Though the customers kit passed suction and cycle specifications, many of the parts were found to be damaged and/or containing residue. The customer's report of low suction could be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her breasts were not emptying with her sonata breast pump, that it was expressing half as much milk as it had been previously. She indicated that when she increased the suction level past level four, there was no increase after that. She further alleged that she was engorged on one side and was using heat packs and massage to relieve it, but had not seen a doctor.